Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low inspiratory pressure could not be confirmed. Ventec downloaded the device's electronic records (system logs) for analysis where no abnormalities were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has attempted to reach out to the initial reporter in order to obtain additional information about the patient, but no response has been received.